Event description:
It was reported that during a lap splenectomy procedure, the device was loaded with a second cartridge, but the black handle of the device has stuck and impossible to close. The surgeon then used a new device and the device was closed and fired, but the knife did not go through and the staples were not fired. The procedure was converted to open and extended by 20 minutes.

Manufacturer narrative:
Date sent: 02/20/2009 additional information: firing trigger teeth the analysis results found that the atw45 device a was returned with the firing and the clamping mechanism damaged and with a reload present. The reload was received partially fired and with the lockout tab normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The analysis results found that the atw45 instrument b was returned with the firing mechanism damaged and a reload present. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. However the reload was tested for functionality on a test device and it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
Information anticipated, but unavailable at this time